Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00194 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported by that error messages were bypassed and testing was able to continue during use with the bd facscanto¿ ii. Customer used a different mode (single tube mode) of testing samples. 16oct2023 received email (attached) from cts: hello, the canto/canto10/canto ii has the ability to run with the carousel/loader or in single tube mode. In this instance, the customer bypassed this particular error message for the carousel/loader and ran in single tube mode. I hope this help. The following information was provided by the initial reporter: MDR safety checklist - error messages (case) 1. Are you running patient samples for diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. 2. Was there an error message? (If yes, go to question #3. If no, no further questions required.): yes. 3. Did the customer bypass the error message? (If yes, go to question #4. If no, no further questions required.): yes. 4.is this presto? No. It was reported by the customer that tube guide not in place error. Tube guide not in place error.

Manufacturer narrative:
D.4. Medical device expiration date: na. E.1. Initial reporter address 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by that error messages were bypassed and testing was able to continue during use with the bd facscanto¿ ii. The following information was provided by the initial reporter: MDR safety checklist - error messages (case). Are you running patient samples for diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. Was there an error message? (If yes, go to question #3. If no, no further questions required.): yes. Did the customer bypass the error message? (If yes, go to question #4. If no, no further questions required.): yes. Is this presto? No. It was reported by the customer that tube guide not in place error. Tube guide not in place error.